Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to verify the reported issue. The stm replaced the broken console o-ring to resolve the issue. The stm performed all pneumatic, functional and electrical safety tests. The iabp passed all tests to factory specifications, returned to the customer and was cleared for clinical use.

Event description:
It was reported that during a routine check by the customer, before use of the cardiosave intra-aortic balloon pump (iabp), a helium leak was found. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a routine check by the customer, before use of the cardiosave intra-aortic balloon pump (iabp), a helium leak was found. There was no patient involvement, and no adverse event reported.